Event description:
It was reported that during testing, it was observed that the foot pedal device and the handpiece device did not work with the console device. It was reported that there was no alleged malfunction with the foot pedal device or the handpiece device. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not turn on and the housing cover was damaged. Therefore, the reported condition was confirmed. It was determined that this was due to dropping or hitting the device against something. The assignable root cause was determined to be mishandling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.